Event description:
Pacemaker was implanted 12/93. One yr ago, the outer wire fractured and pacemaker converted to unipolar. On 5/21/97, upon recheck, loss of capture was noted. Loss of insulation around electrode wire was noted at the level of (l) 1st rib and clavicle. Pacemaker and leads replaced without incident.